Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes (bard flat mesh) on (B)(6) 2017 and (B)(6) 2017. As reported the patient is making an adverse outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. This supplemental emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes (bard flat mesh) on (B)(6) 2017. As reported the patient is making an adverse outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per op notes, "a bard flat mesh (device #1) was placed and sutured." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of bard flat mesh (device #2). Per op notes, "a bard flat mesh (device #2) was placed and sutured."